Event description:
It was reported that the customer's blood glucose level was 486 mg/dl. She corrected her blood glucose level with a manual injection. The customer received no delivery alarms in both insulin pumps. She was hospitalized because of an infection, when taking her infusion set out. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.